Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. T1 is fractured. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after the fast fix t1 was deployed; it failed to secure. The procedure was successfully completed applying a change in surgical technique using a mmii suture. It is unknown if there was a surgical delay due to the reported event and no further complications were reported.